Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with an unknown carto vizigo sheath. The valve was damaged. During a first use of vizigo the valve was damaged, when transseptal puncture (tsp) performed, the guide did not pass anymore, no blood return. The cardiologist had to cut the sheath in 3 parts to not loss the puncture. The cut device has been discarded. No patient consequence, use of another sheath (brand: agilis). It was reported that the valve broke/separated 5cm after the valve. The malfunction occurred during use on the patient and air entered the patient¿s body. It did not require any additional/medical surgical intervention. Since this event is life threatening and required interventions to prevent permanent impairment of a body function or permanent damage to a body structure, then is to be considered serious and MDR-reportable.